Event description:
A physician reported a pt who was treated on 3 dec 1997 in the vermilion borders. The pt had an immediate blanching, about the size of a quarter in her upper right vermilion border. The physician massaged and compressed the area; the remaining vermilion border areas were treated without event. A few days after the collagen treatment, exact date unk, the pt developed bruising, severe pain, and sloughing of the tissue at the upper right vermilion border. On 8 dec 1997, the physician prescribed oral cefzil antibiotic. On 10 dec 1997, the physician stated that the pt had developed vesicles and some dry schars at the right vermilion border and continued to have severe pain in that region. On 10 dec 1997, the physician believed that the pt had developed a necrosis in that region, along with a possible herpetic infection in the right vermilion border, secondary to the trauma in that region on 10 dec 1997, the physician prescribed oral valtrex antiviral. On 12 january 1998, the physican reported that the involved area had healed well, but he believed that the pt may need 1 to 2 more mos before the ultimate outcome is known. The physician believed that the pt may have some contour defect in her lip, with possible atrophy.